Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head broke off the electric toothbrush's brush head attachment [device breakage]; no adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off the electric toothbrush's brush head attachment. No symptoms developed.